Event description:
It was reported that blood leaked from the stopcock when drawing blood from the side port of the sheath. As a result, the sheath was removed. A new sheath was inserted into the same insertion site successfully. There was no delay in treatment. No complications or death occurred to the patient.

Manufacturer narrative:
(B)(4).